Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0q3td, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she had not had therapy benefit since implant. The patient felt stimulation. She changed from program 3 to program 4 at 2.2v. Additional information from the consumer reported that she still had too many leakages. She felt like she was not getting the full effects she understood she would get. She went back on (B)(6) 2015 as the leaking continued. She was given a prescription for an infection. There were still no results as of (B)(6) 2015. The patient did not understand the portals the physician sent via email. She planned to make another appointment with a doctor. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0q3td, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient reports patient had experienced a loss or change of therapy. She was still having issue going to the bathroom a lot and still using a pad. She was up last night 4 times to use the bathroom. Patient saw doctor 2 months ago and never talked about stimulation therapy. The patient does feel stimulation. Patient changed to program 3 at 2.0 and will follow up with doctor about her therapy. Event date: (B)(6) 2015.